Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 150 units of insulin, the insulin gauge displayed a fill estimate of over 120 units of insulin. Then, the insulin gauge decreased to a fill estimate of over 60 units. The customer's blood glucose level was 150 mg/dl. Reportedly, the customer added additional insulin to the cartridge, and reloaded the cartridge, and the pump displayed an accurate fill estimate.